Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked near the bottom of the cartridge. Additionally, it was reported that resistance was experienced during the fill process. Customer's blood glucose (bg) level was between 39 mg/dl and 600 mg/dl. Customer declined to provide additional information and further troubleshooting with tandem technical support regarding bg level. Reportedly, the customer was able to successfully load a new cartridge and a syringe needle change was performed resolving the issue.